Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's reports were not replicated or confirmed. The device was put through extensive testing including all functional testing without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test, and failed self test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.